Event description:
It was reported that the patient experienced a low glucose reading on a fsl3+ cgm and responded by pausing and disconnecting the ilet and consuming candy and pizza while off insulin for approximately two hours, categorized as a use of device problem with no specific device component implicated. Symptoms included high blood glucose. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event was attributable to user actions while the device was paused and disconnected. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.